Manufacturer narrative:
Upon receipt of additional information indicating that the involved device is an ide product, the event should not have been submitted as a medical device report (MDR). Ide products are reported through alternative reporting requirements per FDA regulation 803.19 and do not require MDR reporting. Ous-unique products do not have a comparable FDA reportable product and are therefore not reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and device reprogramming was recommended to resolve the event. However, no intervention has been conducted as the patient passed away before any intervention could be conducted. The event of the patient passing away was not attributed to the abbott system. It was also indicated that the cause of the patient's death was not due to arrhythmia.